Manufacturer narrative:
A medtronic represented the imaging system onsite and found the system had lost home. The representative invalidated home and the issue resolved. The system operational at this time. Reviewing the logs did not reveal any discrepancies. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion case, the imaging system became unresponsive when attempting to take the first 3d spin. There was an error message indicating 3d mode was disabled and that navigation was connected but not ready. The system was rebooted and it became unresponsive, displaying, "initializing system, please wait". To door on the system had to be manually opened to remove it from around the patient. There was a reported delay to the procedure of 30 minutes and no impact on patient outcome. No additional information was provided.